Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
It was reported to philips that the unit had a "check fan, high turbine temperature" error message. It is unknown if the device had patient involvement at the time the issue was discovered however, there was no patient or user harm reported.

Manufacturer narrative:
Upon further review and investigation of this case, it was found that it is a duplicate of the complaint that was reported in MFR report number 2031642-2022-00185. Thus, this report is being redacted and all further information that will be received regarding this complaint will be reported under MFR report number 2031642-2022-00185.